Event description:
It was reported the patient was hospitalized on (B)(6) 2026 because of the pod malfunctioned as it was not delivering enough insulin. The patient was discharged on (B)(6) 2026. There was no further information available and multiple good-faith efforts to obtain additional event details were unsuccessful.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.